Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited decreased r-wave measurements and increased pacing thresholds. This observation was made two days post implant. An x-ray was obtained, which failed to identify a dislodgement. Consequently, a micro-dislodgement was suspected. The physician elected to reposition the lead, which was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.